Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health-care provider (via fax), a copy of the operative report was received. No further details regarding the death were provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided. Cause of death remains unknown.